Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation was confirmed. As received the axium prime coil, implant coil was found stretched and still attached to pushwire. Both instant detachers were not returned for investigation as they were discarded. The pushwire was broken at the break indicator with the release wire also broken. This is indicative that manual detachment attempt was performed at this location. The actuator interface, positive load indicator and part of the coupler tube were missing and not returned with the device for analysis. Kinks were found on the pushwire at multiple locations from the proximal end. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. During evaluation, a manual detach attempt was made by breaking the pushwire distal to the break indicator and pulling back the release wire but unsuccessful due to resistance. A second manual detach attempt was made at a section distal to the most distal kink also without success due to resistance. Under microscope, the jacket was removed, and dried blood was observed within the lumen stop and retainer ring opening. Cleaning solution was used to dissolve the blood and a manual attempt to pull back the coin resulted in a successful detachment of the implant coil. Based on the analysis performed, the release wire was found broken at the break indicator, it is possible that the release wire was not pulled during detachment attempts, leading to the non-detachment. During the analysis, a manual attempt to detach the implant coil by breaking the pushwire and pulling back the release wire distal to the most distal kink also failed to detach the implant coil. It is possible that this is due to the dried blood found within the lumen stop and retainer ring causing the detach element to become stuck. Since the actuator interface, positive load indicator, part of the coupler tube and instant detacher were not returned; any contribution of the actuator interface, positive load indicator, part of the coupler tube, and instant detacher to the non-detachment could not be determined. Per the axium prime detachable coil and axium prime i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, the axium implant coil could not be detached with the instant detacher and could not be detached with the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use). The physician attempted to detach the coil three times with the instant detacher and three more times with a second instant detacher but without success. The manual method was also a failure. The coil was replaced with another one to complete the procedure. No patient injury was reported as a result of the event.